Event description:
Terumo medical received the following information: it was reported that the wire would not fit through the access needle. The procedure performed was left heart catheterization. There was no blood loss.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab manager.the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not returned for investigation; however, there is a known issue with this lot number of glidesheath slender devices concerning the incorrect size guidewire provided in the packaging. This issue has been confirmed in investigations with returned samples from the same lot. Therefore, the complaint will be confirmed for a packaging issue based on the investigations of similar samples. The root cause is the incorrect guidewire was included in the components during the packaging process. A corrective action has been implemented for this issue. The device history record review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures.res 99285 has been provided as the z# has not been assigned at this time.